Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock properly. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock properly. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device operation was observed through functional or performance testing. The device was subsequently returned to the customer for use.